Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that her insulin pump has cracks in the screen corners. Customer dropped the device on the tile in her bathroom a couple of days ago. Customer's blood glucose is 138 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, and a cracked belt lip slot.